Event description:
Covidien endo gia articulating reload 45mm reload (ref-egia45avm) malfunction during procedure. At first attempt to staple, one of the staples did not clamp, exposing each end of the staple. Surgeon had difficulty removing the staple but it was removed. Took picture and saved the removed staple.